Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due lead fracture. Pacing was not delivered when required. There was oversensing, pacing inhibition with asystole greater than 2 seconds, noise (unknown) and loss of capture with asystole greater than 2 seconds. Another rv lead was successfully placed. No adverse patient effects were reported.